Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after starting an oral steroid course and sought guidance on whether to disconnect and how to time remaining steroid doses, which was deferred to the healthcare provider. Symptoms included elevated blood glucose of 293 mg/dl with hunger but no reported acute illness. Outcomes included no reported injury, no medical intervention beyond self-monitoring, and no hospitalization.

Manufacturer narrative:
Investigation included technical review of available case details and user education on high glucose. Investigation of this case revealed no device malfunction or performance issue based on the information provided. It was concluded that hyperglycemia was associated with a concurrent steroid medication and that the event was not attributable to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.